Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the guiding block connecting screw jutted out into the lower side of a plate when the surgeon used a torque limit screwdriver to tighten the guiding block connecting screw on the plate. The surgeon adjusted the position properly by his hand, after the plate fixation, the guiding block connecting screw kept spinning and did not separate from the plate. The surgeon put a levator instrument into the gap between the guiding block and the plate and forcedly separated them. It was postoperatively detected that a part of the connecting screw thread was deformed and a piece of metal might have remained in the patient¿s body. The operation was extended for 20 minutes. This report is for the plate. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for a plate, part and lot number unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.